Event description:
Left total hip replacement surgery with noted skin injury to the proximal end of the incision when the drapes were removed. It was a circular quarter-sized, pink area of unknown origin. The pt was discharged from the hospital in 2002. Since discharge, the lesion has progressed to a full-thickness burn.